Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), iron deficiency anaemia ('persistant anemia due to menorrhagia') and genital haemorrhage ('heavy bleeding') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, asthma, caesarean section, nabothian cyst, paratubal cyst and abdominal pain. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced iron deficiency anaemia (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain increasing pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), premature menopause ("signs of early menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss : unknown if gain or loss"), peritoneal adhesions ("had extensive adhesions with the bowel and uterus connected to the abdominal wall and to the bladder, such that it took an hour to free the adhesions and the uterus from abdominal wall"), abdominal distension ("bloating") and genital haemorrhage (seriousness criterion medically significant) and was found to have uterine leiomyoma ("multiple symptomatic fibroids, fundal fibroid 4x4 cm,multiple fibroids"). The patient was treated with surgery (laparoscopic enterolysis, total robotic hysterectomy with salpingo oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, iron deficiency anaemia, dysmenorrhoea, depression, premature menopause, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dyspareunia, fatigue, weight fluctuation, uterine leiomyoma and peritoneal adhesions outcome was unknown and the pelvic pain, abdominal distension and genital haemorrhage had resolved. The reporter considered abdominal distension, allergy to metals, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, peritoneal adhesions, premature menopause, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: current weight 240 lbs essure confirmation test - dye test-it was secure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : outcome of pelvic pain was changed from unknown to recovered/resolved. Following events were added : bloating, heavy bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and blood loss anaemia ('persistant anemia due to menorrhagia') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, asthma, caesarean section, nabothian cyst, paratubal cyst and abdominal pain. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced blood loss anaemia (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain increasing pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), premature menopause ("signs of early menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss : unknown if gain or loss") and abdominal adhesions ("had extensive adhesions with the bowel and uterus connected to the abdominal wall and to the bladder, such that it took an hour to free the adhesions and the uterus from abdominal wall") and was found to have uterine leiomyoma ("multiple symptomatic fibroids, fundal fibroid 4 x 4 cm"). The patient was treated with surgery (laparoscopic enterolysis, total robotic hysterectomy with salpingo oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, blood loss anaemia, pelvic pain, dysmenorrhoea, depression, premature menopause, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dyspareunia, fatigue, weight fluctuation, uterine leiomyoma and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, allergy to metals, bladder disorder, blood loss anaemia, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, premature menopause, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Essure confirmation test - dye test-it was secure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) -2019: pfs and mr received : previously reported event "injury" replaced with " depression", events- "signs of early menopause, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infection, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), bladder problems, urinary problems or changes, migraines, headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, fatigue, perforation (uterus), weight gain / loss, persistant anemia due to menorrhagia, multiple symptomatic fibroids, fundal fibroid 4 x 4 cm, had extensive adhesions with the bowel and uterus connected to the abdominal wall and to the bladder, such that it took an hour to free the adhesions and the uterus from abdominal wall", reporter added. Essure model number change to 205. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.